Event description:
It was reported that during testing at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure analysis engineer was unable to duplicate the reported overheating, and no failure modes were observed during the visual inspection. Known component-failure causes of heat were ruled out during the visual inspection, including the rotor bearings

Event description:
It was reported that during testing at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.